Manufacturer narrative:
This report is submitted on july 02, 2024.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Device analysis indicated device failure.